Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-21. H6: investigation summary bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hub-holder separation with the incident lot was observed as a crack was found on the holder. Additionally, 15 retention samples from bd inventory were evaluated by visual examination and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: customer used needle on patient. After inserting needle heard a cracking noise and the holder fell off the inserted needle. Needle signal window and np needle still stuck in the patient. No bloodspill or needle stick injuries were reported. Patient was not affected by the incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: customer used needle on patient. After inserting needle heard a cracking noise and the holder fell off the inserted needle. Needle signal window and np needle still stuck in the patient. No bloodspill or needle stick injuries were reported. Patient was not affected by the incident.